Event description:
Additional information: patient was currently doing well with new pump.

Event description:
It was reported that a motor stall occurred and never recovered. A dye study and rotor study were done and the pump logs were checked. The patient experienced increased pain which was ¿all over¿. The pump was replaced. At the time of this report, the patient was without injury. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8575, lot # j0212434r, implanted: (B)(6) 2003, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis of the pump revealed a gear train anomaly of corrosion and/or wear and/or lubrication. The stall was due to shaft bearing. There were multiple motor stalls and recoveries in the pump logs. The pump was received with a hard motor stall that never recovered. Significant residue and shaft wear on the upper shaft of gear 2 was found. Some residue on the jewel where the upper shaft of gear 2 inserts into the top of the bridge assembly was also found.